Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
After 2nd revision surgery for specified implant tkr done on (B)(6) 2016, implant broke again on (B)(6) 2017. 3rd revision surgery done (B)(6) 2018.